Event description:
Unknown event date. Notification from representative m. D. That the doctor will be revising a conponent previously implanted on (B)(6) 2023, because of disassociation. He will only be replacing the hinge and the bushings. Revision will take place on (B)(6) 2025. [Customer]

Manufacturer narrative:
The review of the history record showed no deviations. The product complies with the specifications valid at the time of manufacture. This is the final supplemental report, the complaint is closed.

Manufacturer narrative:
The review of the history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
Unknown event date. Notification from representative (B)(6) that the doctor will be revising a component previously implanted on (B)(6) 2023 because of disassociation. He will only be replacing the hinge and the bushings. Revision will take place on (B)(6) 2025. [(B)(6)].